Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of the pt (her son) alleging elevated blood glucose (bg) levels. She also reported that the pump had rebooted unexpectedly. A school nurse had contacted the reporter and claimed that the pump was beeping. When the reporter arrived at the school and checked the pump, she noticed that the home screen showed 0 units of insulin and the cartridge was full. The reporter reportedly disconnected the pt from the pump and completed the rewind, load, and priming steps. During the time of concern, the reporter claimed that the pt's bg level reached 347 mg/dl. However, after bolusing the pt's bg level went down to 97 mg/dl. No symptoms of high bg were alleged. The reporter confirmed that the battery cap was secure and the yellow oring was not visible. The battery cap was not damaged and the threading, oring, and spring were intact. No cracks were noted around the battery compartment. She denied any corrosion in the battery compartment. No pump trauma or bg excursions were noted. Based on the info provided, this complaint is being reported due to the unexplained rebooting of the pump. There is no evidence however that the alleged issue contributed to a serious injury.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.